Event description:
The customer alleged a residual disinfectant in the scopes after processing. The customer stated that they have been processing scopes in the aer unit for over two years. The customer only uses pentax scopes - model numbers ec 3830la and ec 2931k. He also stated the asp tubing set was recommended by asp. The customer stated the dripping had been happening for about two weeks. The customer requested service. The customer later stated there were no patients involved. The customer believed the core of the issue was related to a blocked channel in the scope causing the residue. He also stated that there were no issues with the aer unit. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The facility evaluated at the customer site. The fse examined the unit and found no issues. The unit is in operation.